Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt had quit using their ins a couple of years ago because their therapy was not set right. Their ins was electrocuting them and not helping the pain in their lower lumbar. The pt needed a MRI since they had not used it for two years. Their controller said that the therapy was lost, and they needed it activated. Troubleshooting was not performed as pt did not have time to troubleshoot. They wanted to call back for further assistance on getting things ready for the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.